Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers were not being detected on the communication bus. A field service engineer replaced the communication bus module controller board and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawers were not being detected on the communication bus. The customer stated that some pockets were inaccessible, and meds were available at another location. However, there was no patient harm or delay in dispensing medication reported. There were no adverse events or injuries reported based on this event.